Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system had an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The transmitter was not returned for device evaluation. The receiver data log was provided by the patient and reviewed on (B)(4) 2015. The data shows out of range for over three hours; however, the readings returned. The report of unrecoverable loss of antenna could not be confirmed. A root cause for the reported event cannot be determined.